Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted.

Event description:
Additional information indicates that the patient experienced pain, swelling, redness and itching at device site nearly two months prior to the reported explant due to infection. The patient was seen by a clinician and was advised to put cream on the device site. However, the symptoms did not improve. No additional adverse patient effects were reported.